Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer ultimately successfully filled the cartridge to resolve the issue. Customer¿s blood glucose was 270mg/dl.